Manufacturer narrative:
(B)(4). Device evaluation in process but not yet completed. A follow up report will be submitted when the evaluation results become available.

Event description:
During initial assessment, an increased intraperitoneal volume (iipv) event was found in the therapy logs: occurrence date (B)(6) 2010 in cycle 4. The drain volume was 4374 milliliters (ml). On (B)(6) 2010 product surveillance spoke with the peritoneal dialysis nurse (pdrn) to provide the results of evaluation and the probable cause identified. The pdrn stated that the patient was doing well with therapy and had not reported any issues. The nurse confirmed to review the therapy settings. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). An increased intraperitoneal volume (iipv) event found in the therapy logs was confirmed in the device logs but not duplicated during product analysis laboratory (pal) evaluation. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipvs found in the device logs. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The assignable cause of the iipv was determined to be insufficient drain. A review of the previous service record, (B)(6) 2009, shows the device passed all required tests and calibrations prior to its release. No issues were identified that may have contributed to the reported problem. The device was forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).